Event description:
The reporter indicated that a 13.7mm, vicm5 13.7, -9.50 diopter, implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2023. Low vault was observed. Lens remains implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A4 - unk a5 - unk a6 - unk h6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
B5 - -9.5 diopter corrected to -8.50 diopter in itial MDR. Claim # (B)(4).